Event description:
An ng tube was inserted on 9/22 at 1:00pm, and placement was confirmed by chest x-ray and auscultation. Feedings were initiated at 2:00pm. Between 2:00 and 9:00 pm the pt received 595cc of osmolyte hn. That evening, osmolyte began to drip from the pt's mouth, her abdomen became firm and distended, and she had diminished bowel sounds. On 9/23, she was taken to or for closure of a stomach perforation. A large amount of the osmolyte had entered the abdominal cavity.